Event description:
The patient underwent a lead repositioned due to chest pain, sensing and pacing thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.